Event description:
This report was received via a lens return concerning the model 920 ceeon lens. The packaging of the lens was opened for use and it was noted that the haptic was broken. Upon follow-up with the physician, he confirmed that when the package was opened, the haptic was found to broken. The lens was returned to the manufacturer for analysis and the results have been attached to this submission.